Event description:
It was reported to medtronic minimed that the customer experienced the pump was cracked. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. Pump was received with blank flashing white display during boot up. Unable to perform the sleep current test, active current test or self test due to blank display. Unable to download history files or traces due to blank display. The pump was cut open to perform visual inspection and found that the lcd controller was cracked. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case corner of belt clip rails and pillowing keypad overlay cosmetic damage was confirmed with cracked battery tube threads and cracked case corner of belt clip rails during analysis. Flashing white display was confirmed during analysis due to cracked lcd controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.